Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the irrigation wheel of the device would not operate, which lack of irrigation can cause overheating in the system. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.